Event description:
Boston scientific received information that the lead insulation was damaged and was confirmed through an x-ray. Moreover, no capture on vvi pacer was noted and rate was as low at 10 beats per minute (bpm). A temporary wire was dropped in the emergency room and a clavicle lead damage was noted. Further, venogram was performed on the right side but was occluded. A plan to put an epicardial lead was made. No adverse patient effects were reported. Additional information was received indicating that the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead insulation was damaged and was confirmed through an x-ray. Moreover, no capture on vvi pacer was noted and rate was as low at 10 beats per minute (bpm). A temporary wire was dropped in the emergency room and a clavicle lead damage was noted. Further, venogram was performed on the right side but was occluded. A plan to put an epicardial lead was made. No adverse patient effects were reported. Additional information was received indicating that the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This event was previously reported. See MFR. Report # 2124215-2019-00247. Product investigation was completed and found that this lead was not electrically continuous. The insulation and conductor were noted to be melted consistent with electro cautery during the explant of the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead insulation was damaged and was confirmed through an x-ray. Moreover, no capture on vvi pacer was noted and rate was as low at 10 beats per minute (bpm). A temporary wire was dropped in the emergency room and a clavicle lead damage was noted. Further, venogram was performed on the right side but was occluded. A plan to put an epicardial leads was made. No adverse patient effects were reported.